Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a maxillofacial procedure. At the end of an osteotomy when performing a spin, the imaging system reconstructed the 3d image with an artifact in the anterior region of the scanned structure. The procedure was successfully completed. There was no reported procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.